Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic segmentectomy, while suturing, two different needles broke into two parts. It was stated that one was found and the other one was not. The patient went through x-ray however, the missing piece was not found. The surgical time was extended for 30 minutes or more as the surgeon was trying to locate the missing broken part of the needle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty devices. A tactile and microscopic inspection of the sealed products was performed with no abnormalities. The visual inspection of the opened samples noted ten needles. Three needle was received broken at the tip and four needles were received bent at the tip as well. Upon microscopic inspection, instrument marks were observed near the break site of two broken needle. Functionally, a bend moment test was performed on the sealed sample and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.